Event description:
It was reported that prior to a pci treatment procedure, the maverick2 monorail balloon ruptured at a pressure lower than ten atms. The exact pressure is not known. The maverick2 monorail balloon was not used in the procedure, and no patient injuries were reported.